Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: 2375739. Device history review: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical records received. After review of medical records, the patient was revised to address abnormal metal wear of left total hip arthroplasty, pain and elevated metal ions with no evidence of loosening radiographically. Patient history indicates joint pain/swelling, decreased range of motion and gait, unsteady hip. Intraoperatively, the surgeon encountered a bursal type of fluid typical with metallic wear with a dark-staining bursal sac. There was no gross evidence of obvious wear between the metal head and liner. The surgeon removed all metallic stained bursal tissue and placed a metal head and poly liner. Doi: (B)(6) 2007; dor: (B)(6) 2010; (left hip).